Event description:
It was reported that "skin reaction" occurred. On 12/20/2025, the pediatric patient experienced a skin reaction with redness, inflammation, pimples and pustules extended beyond the patch perimeter. The patient was taken to a healthcare provider (hcp) and they performed incision and drainage, draining 100 ml of pus. The reaction was treated with a prescription of oral antibiotic minocycline antibacterial agent and fucidin leo ointment. At the time of the report the patient was still recovering. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).